Event description:
It was reported that during an unknown procedure, air leaked when the forceps was removed from each device. Especially, air leaked a lot from 5mm trocar. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---8l/min. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no. Air leaked when a forceps was removed from the device.